Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hypoglycemia while using the ilet pump, described as receiving too much insulin during the day, followed by a device reset by clinical support; the user later disconnected from the pump, developed hyperglycemia, and administered a manual injection before planning to reconnect. Symptoms included hypoglycemia with blood glucose as low as 50 mg/dl and a subsequent low to 47 mg/dl, and hyperglycemia up to 220 mg/dl, without reported acute complications. Outcomes included user self-management with oral glucose for lows and a manual insulin injection for high glucose, without medical intervention or hospitalization. Investigation included troubleshooting and user education by clinical staff. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear despite review of reported events. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.